Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus to treat varicose vein bleeding during an endoscopic variceal ligation procedure performed on (B)(6) 2025. During the procedure and inside the patient, the ligator bands could not be deployed. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: (initial reporter facility name). The reported health care facility is (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.